Manufacturer narrative:
No further details were provided regarding the number of patients, samples, sample collection, reporting of the results and no data was provided. The discrepancy observed by the customer could be due to handling, the homogeneity of the sample and/or differences in sample collections and infection level, or due to the sample being a weak positive for the target that is at/near the limit of detection (lod) of the assay. Without data and/or more information it is not possible to pinpoint these conclusions.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged generating discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No further details were provided regarding the number of patients, samples, sample collection, reporting of the results and no data was provided. No harm was alleged. Per FDA¿s eua guidance, 1 MDR will be filed.